Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implant procedure, the right ventricular lead threshold increased and was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.